Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) was implanted with a surgical lead on (B)(6) 2011. It was reported that the pt lost stimulation. The physician explanted and replaced the lead due to a broken electrode. The pt's ipg remains implanted.